Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue and replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found error 1123 on yaw pitch which is related to error 32056 that was also triggered on the system. After replacing the yaw searchlight (sl) searchlight (ffc), the error were no longer triggered and the unit was able to start in normal mode and also passed all fa patient side cart (psc) fixture test platform (pftp tests. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the yaw sl ffc to be the root cause of the reported event.

Event description:
It was reported that there was an arm error prior to the start of the case. The system was power cycled with no change, and error 32056 was observed in logs on arm 4. The caller was guided through an emergency power-off of the patient side cart, but this did not resolve the issue. The caller was then instructed on how to disable arm 4 and proceed with a three-arm case. The caller was unsure how the surgeon would proceed. The customer reported event has no report of patient injury.